Manufacturer narrative:
Patient has denied dropping controller and it has been stated that the patient is very knowledgeable about her equipment and is able to manage it quite well. It was also stated that it had been one year since last power up of equipment. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that when the patient was seen in the clinic, the backup controller was connected to power but when both power sources were disconnected there were no audible alarms heard. It was stated that the internal battery is presumed to be depleted. Controller was exchanged and removed from service. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Controller (B)(4) returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to low volume when high priority alarms were issued. Supplemental testing: the internal nimh battery was tested and the readings on each cell indicated the battery was working as intended. Further testing showed that there were no electrical problems with the audio circuitry. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to internal degradation of the case speaker assembly pores. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.